Manufacturer narrative:
(B)(4). Additional 510k number: k072642.

Event description:
It was reported that the abutment screw (ilrght) fractured.

Manufacturer narrative:
One certain® titanium large hexed screw was returned for inspection. The product was found in house. A visual inspection revealed that the screw was fractured at the threaded region. The complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws it is recommended to torque at 20ncm. A root cause cannot be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain titanium large hexed screw was returned for inspection. However, the item was misplaced in house prior to an evaluation being performed. If the product is found, the complaint will be re-opened and a supplemental medwatch report will be submitted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium hexed screws it is recommended to torque at 20ncm. A singular cause cannot be determined. The complaint is non-verifiable as the product could not be evaluated. The following sections have been updated: (B)(4).

Event description:
It was reported that the abutment screw (ilrght) fractured. The lower part of the fractured screw was removed by the aspirator.